Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard console (sn (B)(4)), an evaluation ivtm system, does not power on. No patient was involved with this event. No further information provided.

Manufacturer narrative:
The reported event was confirmed through visual inspection and functional testing of the thermogard xp ivtm console (sn (B)(4)). Visual inspection of the console found one fuse sliding out of connector terminal inside the fuse box. The fuses were properly installed, and the console was functionally tested and passed the testing without any issue observed. Additionally, review of the event log found two mid09 (air trap assembly) error messages that were cleared by the user. These are unrelated to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).